Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
I was reported that patient presented in clinic after receiving notification for non-sustained rv oversensing due to intermittent undersensing. Programming change was recommended.